Manufacturer narrative:
Concomitant medical products: 250ml b braun bag lot jnl125 exp 09/21, 10% dextrose & .20% nacl injection the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics was not provided. Patient is a neonate as the event occurred in neonatal intensive care unit.

Event description:
It was reported that the spike's tip broke off upon spiking the total parenteral nutrition (tpn) bag. The nurse discovered the issue as the part that broke off was seen bloating in the medication bag. There was a delay in infusion therapy due to changing of IV fluid. There was no patient harm. The event occurred in neonatal intensive care unit (nicu).

Manufacturer narrative:
The customer¿s report that the spike's tip broke off upon spiking the bag was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. Visual inspection of the set noted the spike of the drip chamber was broken off near the tip of the spike. The broken spike tip piece was observed inside the bag. No other anomalies were observed on the drip chamber¿s spike or throughout the set. Examination under magnification of the spike¿s damaged surface found that the break site was rough and uneven with some plastic deformation. Rough/uneven surfaces with plastic deformation indicate a ductile fracture (vs. A brittle fracture characterized by a cleaner break and minimal plastic deformation) that is typically caused by an external lateral force. Functional testing was deemed unnecessary due to the drip chamber spike break. The breakage was caused by an external lateral force. The root cause of the external lateral force was not identified.

Event description:
It was reported that the spike's tip broke off upon spiking the total parenteral nutrition (tpn) bag. The nurse discovered the issue as the part that broke off was seen floating in the medication bag. There was a delay in infusion therapy due to changing of the IV fluid. The event occurred in the neonatal intensive care unit (nicu). Although it was noted that there was a delay in treatment, it was further confirmed during follow up, however; that there was no patient harm or impact as a result of this event.